Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon and 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. During procedure, it was noted that both balloons ruptured and were removed from the patient's body without any problem. The procedure was completed with a different device. There were no complications reported and the patient was good post procedure.